Event description:
It was reported that the patient was experiencing inadequate stimulation due high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.